Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the peritonitis event. The cause of peritonitis was unknown and the treatment was not reported. The dianeal therapy was ongoing and the patient was recovering from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13g11h25 and 13f12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.